Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted found indentations on the power button. Display was observed to be dim. The module was found intermittently difficult to connect. The issue was resolved by removing of the power cord. Performed and again passed without issue. It was reported that the monitor did not alarm when the error occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the monitor displayed hardware error message 2902 on device start-up the reported issue was confirmed. The most likely cause was component failure. Hypertronics connector found one of the pins slightly damaged, 2 battery housing standoffs broken, very slight signs of corrosion on the speaker connector pins, and the battery was found to at an age beyond expiration. The most likely cause for these additional conditions were traced to a component failure. The manufactur ing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor displayed hardware error message 2902 on device start-up during pre-operative preparation for use. The monitor did not alarm when the error occurred. Troubleshooting steps included rebooting the monitor. There was no patient involved.